Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was explanted to avoid in-vivo battery depletion. No patient injury was reported. The patient recovered without sequela. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8709 lot# l63764 serial# implanted: (B)(6) 1999, explanted: product type catheter. (B)(4). Analysis of the pump serial# (B)(4) revealed a motor gear train anomaly due to corrosion.